Event description:
Falsely negative (-) urine test results. The pt had taken "morning after" pill and her last menstrual cycle was 13 days prior. The pt insisted on having beta-hcg serum quantitative test; the result was 474miu/ml. No change to the pt treatment was reported that can be attributed to this event.